Event description:
It was reported that this right atrial (ra) lead perforated the heart wall and this patient experienced pain and discomfort due to a cardiac tamponade. This was confirmed via an echocardiography. A pericardiocentesis was performed to drain the blood from the pericardium and the patient continued to be monitored. A revision procedure was performed and changes in the pacing threshold measurements were observed while attempting to reposition the lead. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.